Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased sodium result generated on the architect c4000 analyzer on a patient. The following results were provided: on (B)(6) 2025 sodium = 106 mmol/l, another analyzer = 141 mmol/l. Normal range: 136-145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system were performed. The sample probe was misaligned. The probe was calibrated which resolved the issue. There have been no further reports of discrepant results since the probe was calibrated. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect c4000 analyzer.

Event description:
The customer reported a falsely decreased sodium result generated on the architect c4000 analyzer on a patient. The following results were provided: on (B)(6) 2025 sodium = 106 mmol/l, another analyzer = 141 mmol/l. Normal range: 136-145 mmol/l . No impact to patient management was reported.